Manufacturer narrative:
Section d1, d4, h1: correction; section d4, h4: additional information; manufacturer's investigation conclusion: the report event was confirmed based on an onsite evaluation by an abbott representative, as well as a submitted photograph. It was reported that the vad coordinator would like to plan a clamshell repair. They stated that there was a slit on the driveline that allowed a bit of bend. The submitted photograph showed a fracture on the bend relief of the driveline, adjacent to the metal connector. On (B)(6) 2020, an abbott technical services representative successfully performed the clamshell repair. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic and green liquid was noted coming out of the power cable. Upon further inspection there was a pin-point puncture on the black power cable. When pressure was applied the liquid came out quite readily. All vad functions and parameters were normal. Interrogation confirmed normal function. The patients controller was exchanged. On (B)(6) 2020, a clamshell repair was performed. No further issues were noted after the repair. No further information was reported. Related manufacturer's report number: 2916596-2020-03327.